Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's therapist reported that the patient had a skin irritation under the front electrodes. The area was described as red and oozing. During a follow up, the patients nurse reported that she hadn't heard any additional complaints from the patient regarding the irritation; however, the final medical outcome of the irritation is unknown. There were no allegations of a device malfunction contributing to the irritation.